Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of this left ventricular (lv) lead, the lead was found to have dislodged. A surgical revision was performed to reposition the lv lead. No additional adverse patient effects were reported. The lead remains in service.